Manufacturer narrative:
Corrections included rebooting the system's wireless transceiver and server. Communication was reestablished. (B)(4). (Exemption #e2015032).

Event description:
Customer reported the panorama central station's server had lost communication, which may have affected telemetry monitoring. No patient injury was reported.